Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 226987029). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage experienced resistance in the phenom 27 microcatheter during delivery and failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular wide neck aneurysm located in the cerebral segment of the right internal carotid artery. The max diameter was 4.3mm x 4.7mm, and the neck diameter was 4.7mm. The landing zone was 5.1mm distal and 5.2mm proximal. The patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered, and the pri level was said to be within range. It was reported that the rist catheter was in the petrous segment and the phenom plus catheter was in the cavernous segment. The patient had extremely tortuous anatomy. The pipeline vantage stent was very hard to push through phenom 27, but eventually it was able to get past the aneurysm. Upon deploying the stent, the distal end of pipeline opened well. The middle section of the pipeline was extremely difficult to open and required great force. The stent did not open in middle section after multiple attempts and was resheathed and removed. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps or devices were required to open the device. The phenom 27 was inspected by doctor with no damage and was reused to deploy another pipeline vantage, which was successfully deployed with no issues. The patient did not experience any injury or complications. Angiographic results post procedure showed the second pipeline vantage deployed successfully. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information was received that resistance occurred in the distal section of the microcatheter. There was no damage to the microcatheter. It was able to deploy the following stent with no complication which was successfully deployed. There was no damage observed to the pipeline. The stent was prepared according to IFU. It was noted that extreme tortuous anatomy may have had some effect on the cause of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.